Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3: product analysis found visually, the carton packaging was damaged when returned. Inside the packaging was only emg tube, no other components returned. There was a biological contamination noted on the cuff, murphy eye and pilot balloon. Functionally, syringe was used to inject 20cc of air into the cuff, and cuff leaked air immediately, which would result in reported event. There was a puncture in the cuff and puncture measured approximately 0.076 inches (horizontally). For further analysis continuity check was performed. Electrically, the resistance of each lead shall be between 1.7 ohms and 3.7 ohms and actual measurements were red 3.3 ohms, red (with clear tube) 3.3 ohms, blue 3.4 ohms, and blue (with clear tube) 3.3 ohms. In the returned condition, there was an out of specification condition that was related to the complaint (due to physical damage). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that before the thyroid surgery, the anesthesiologist found that the cuff of endotracheal tube was leaking air. There was no patient associated with this event.